Event description:
The customer was hospitalized with low blood sugars. Customer said they may have bolused too much that evening. Troubleshooting indicated the device was functioning properly. Suggested contacting the physician regarding other possible causes.